Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. (B)(4)

Event description:
The patient reported that their device hadn't vibrated in 2 days. Additional information received from the patient reported that he could not get the device to work. Additional information received from the patient reported that he had placed the antenna over the correct spot on the spinal cord stimulator and the vibration started. Relevant medical history included spinal pain. No further follow-up was required.